Event description:
A high blood glucose level was reported, with the specific value being unknown but indicated as "high" on both the cgm and bg meter. The customer administered a correction bolus via the pump and performed a site change to address the high blood glucose level.